Event description:
A caller reported an alarm on the tandem mobi cartridge. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was initially unable to resume insulin therapy after attempting to reload the original cartridge, even after delivering a bolus as instructed by technical support. However, with assistance, the caller successfully loaded a new cartridge and resumed insulin therapy. The issue was resolved.